Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3998, lot# j0454708v, implanted: (B)(6) 2005, product type lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated that impedance values were "out of range on half the electrodes." A manufacturer representative programmed around the high impedance electrodes and was noted to have received "really good coverage." The coverage was further noted to have been "intermittent and kept turning on and off."

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a 'loss of therapeutic effect.' It was further reported the patient did 'not feel any stimulation' at 8-9 volts. Impedance testing revealed impedances greater than 4000 ohms 'on some of the bipolar pairs' and that 'one electrode was greater than 4000' ohms. The 'other pairs' were noted to be in the 'normal range.' It was stated that 'one measurement on one side and one on the other is out on the other side of the lead.' The exact meaning of this statement was unclear at the time of report. It was reported the patient experienced 'some shocking and jolting during the impedance check.' It was noted that a lead revision was 'considered.' Additional information stated the patient was scheduled to meet with her physician on (B)(6) 2013 to 'discuss the next steps and if a revision will occur.' The patient was noted to be 'not using her stimulator until her appointment.' Additional information has been requested. A supplemental report will be filed if additional information becomes available.